Event description:
It was reported by the patient¿s spouse that the patient was hospitalized due to t wave oversensing. The device was explanted and replaced. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 lead, implanted: (B)(6) 2009. (B)(4).